Event description:
It was reported the patient is deceased. It was further reported the patient became unresponsive at home after dialysis. The patient¿s spouse informed the emergency medical team that no resuscitation efforts were to be performed on the patient. The cause of death was provided as cardiovascular failure. The physician questioned why high voltage therapy was not provided one minute prior to the therapy that successfully terminated the ventricular fibrillation (vf) arrhythmia. Technical review of device data information noted that the device appropriately detected the ventricular fibrillation.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).